Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 20 states, "persistent pain." The following sections could not be completed with the limited information provided. Product location unknown.

Event description:
It was reported a patient enrolled in a clinical study underwent an initial right partial knee arthroplasty on (B)(6) 2008. Subsequently, the patient was revised to a total knee on (B)(6) 2015 due to pain.